Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator displayed an error e006 (insufficient conductivity). The issue occurred during a therapeutic prostate enucleation procedure while device inside the patient. The procedure was completed with a competitor device. There was no procedural delay. Per additional information received from the customer, the subject device was in normal use and have not been informed that it was exposed to air. Bipolar high-frequency treatment device was properly connected to the universal socket and there have been no reports of connection cable malfunctions related to this matter. There were no reports of patient harm.